Event description:
It was reported that the tips of the bipolar maryland forceps instrument did not align. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the tips to not be misaligned. The teeth mesh properly and there is no side to side offset on grips. The top plug riser pin is pushed into the back end. The chassis feature that retains pins is broken. Instrument was likely mishandled, breaking the chassis feature. Engineering also found the main tube to have a couple different sections below the midpoint with material removed on one side of the tube. The damaged areas ranges from 1.5-2" in length and are parallel to tube axis. The surface finish is rough due to glass fibers being exposed. Based on the location and appearance, the damage may have been caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if additional information is received. Electrical continuity passed. No other damage found.